Manufacturer narrative:
Product analysis: it was determined at analysis that the main board and battery flextape had corrosion. It was noted that one main board screw was missing, and both bails and bail covers were missing. The device was returned unrepaired back to the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) required unspecified repairs. The epg was returned for service. No patient complications have been reported as a result of this event.